Manufacturer narrative:
The usm was installed onto a golden system where error 23008 was present during power up. The unit was then installed onto a patient fixture test platform (pftp) where carriage agc current and lissajous test was found to be failing on the axis 6/dof7 on the carriage. During testing, the carriage instrument sterile adapter (isa) was aba tested and was verified to be the source of the fault. The root cause is attributed to the isa.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical prostatectomy simple procedure, the customer informed the technical support engineer (tse) post anesthesia they received a repeated error 23008 from universal surgical manipulator (usm) 3. The customer already rebooted the system several times, no difference. The tse verified error via error logs. The tse instructed the customer how to use the system with three arms only for the next procedure. The customer mentioned that was okay, but later today they have a planned 4-arm procedure, which will be cancelled. The patient under anesthesia will have the normal procedure as planned. The procedure was completed as planned with no reported injury.